Event description:
Account reported that (B)(6) post-operation on (B)(6) 2011 pt presented with dlk stage iii. Flap was lifted and rinse on (B)(6) 2011. Dlk resolved on (B)(6) 2011. Pre-op bcva (decimal): od 1.0, os 1.0. Post-op ucva (B)(6) (decimal): od 0.8, os 1.0. Post-op ucva final (decimal): od 1.0, os 1.0.

Manufacturer narrative:
(B)(4). Device is going to be investigated however, it has not been reached yet. Method: not available at the time of this report. Results: not available at the time of this report. Conclusion: at the time of this report the device has not been received for eval. (B)(4) visited site to check laser equipment that was used with the pt interface (laser (B)(4)) and confirmed the equipment was in good condition. (B)(4) visited the site to review the situation with physician (pi condition, the customer sterilizing technique and cleaning practice, glove usage and the operation room conditions) but no issues were noted. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.